Manufacturer narrative:
(B)(4). Greenberg, a., braunstein, d., abughaduma, n.r., gross, a., safir, o., kuzyk, p., wolfstadt, j., backstein, d. (2025). Survivorship and complications in revision total knee arthroplasty with a constrained condylar knee implant: a minimum 10-year follow-up study. The journal of arthroplasty 40 (12) 3240 - 3245 https://doi.org/10.1016/j.arth.2025.05.088. D10 - concomitant devices - unknown nexgen lcck femoral component catalog #: ni lot#: ni, unknown nexgen lcck articular surface catalog#: ni lot#: ni. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that seven (7) patients underwent knee arthroplasty revisions to address aseptic loosening post-operatively. Attempts have been made; however, no further information is available.